Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 100 units of insulin. The customer's blood glucose level was 135 mg/dl. At the time of the reported event, the customer did not have additional insulin available and confirmed manual injections would be used until new supplies were obtained. During a follow-up call on (B)(6) 2017, the customer confirmed a new cartridge was loaded successfully and insulin delivery had been resumed.